Event description:
It was observed during the device inspection, that the light source front panel switches were not working. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it was presumed that the failure of the front panel was due to the stress of heat and humidity, which affect the circuit board. However a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.